Event description:
Healthcare provider additionally reported "enlarged right axillary lymphadenopathy, unspecified lump in unspecified breast, hard and warm, enlarged, appears to be two times the size compared to the left, engorged", and "thick capsule." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, d.7, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "severe pain" and "rupture."

Event description:
Patient reported right side "severe pain" and "rupture." Device remains implanted.